Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was reported that the system experienced slowness while logging in. The technical support specialist dialed into the station, found that the station services and data synchronization log were running fine. The station central processing unit, memory, and disk utilization were also fine. The local storage sizes for the c and d drives were checked and the medication application log files showed no error messages. According to the becton dickinson analyst, the customer confirmed there were no more re-occurring issues. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the system experienced slowness while logging in. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.